Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an instance of low impedance had been observed on the right ventricular lead. Intermittent undersensing of the patients intrinsic rhythm was also noted; pacing was issued as a result with no consequences. On (B)(4) 2014, device reprogramming was performed.